Manufacturer narrative:
A service representative performed evaluation of the customer¿s device and was able to verify the reported issue. Upon receipt, the +ve terminal pogo pin was found to be bent and stuck inside the device. This had resulted in a partial connection from the device to the pad-pak, resulting in the low battery fails observed in the device memory and the eventual failure to power on the device, as per the reported fault. The faults could not be replicated with a new +ve terminal pogo pin. The cause of the reported issue was determined to be due to the damaged pogo pin. The device was scrapped and the customer has been provided with replacement device.

Event description:
The customer contacted heartsine to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.